Event description:
It was reported that a ¿few days ago¿ the patient bent over and her stimulation allegedly ¿shut itself off.¿ it was noted that the patient was in the hospital for reprogramming on (B)(6) 2013. It was reported that the patient had two ¿wires¿ and the right one was ¿activated more and went over to help pain management in left arm.¿ it was noted that when the patient laid down and her adaptive stimulation went into the correct group, stimulation felt ¿a little too strong¿ so she turned it from 1.25 to 1.15 volts. It was reported that then the patient laid there for four minutes and could feel the stimulation level rising on its own while she was still laying down. It was noted that the patient programmer indicated a return of 1.25 volts. It was noted that the patient had access to groups a-g and the changes between the groups were the pulse width. It was reported the patient¿s groups f and g ¿blanked out¿ to 0. The patient reportedly indicated that the issues started with group a turning itself off and gradually the other programs were impacted. It was noted that these issues have occurred ¿sporadically¿ over the past couple of days. If additional information is received, a supplemental report will be filed.

Event description:
It was additionally reported that "sometimes her patient programmer just doesn't work or turn on and the screen is blank." It was noted that the patient reported "the remote is not keeping the settings." It was reported that the patient had a "setting when trying to increase or decrease it doesn't keep the changes." It was noted that the patient "stays for 6 minutes" and it never works. It was also stated that it was "sporadic with this occurs." It was noted that the patient went to the pain clinic twice and the manufacturer's representatives "rearranged settings twice" while the issue persisted. It was noted that the stimulation would "shut off on its own" when the patient was not near the programmer. It was noted that this would "happen out of the blue." It was noted that "one week ago" the manufacturer's representative made changes. The device "never changed to the new settings." It was further noted that this happened in all programs and positions. It was also noted that "the numbers aren't changing but the sensation is." It was noted that "it works intermittently." It was noted that this initially started one month after implant. It was noted that the patient was going to see her doctor "next week." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).